Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed call service alarms followed by multiple reboots (B)(6) 2014; however, it was not call service alarm originally reported. Moisture corrosion was visible on the display screen. The pump powered on with a blank display and the call service alarm was unable to be adequately investigated. The pump failed a leak test due to a display lens leak. The pump cover was opened and internal moisture corrosion was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).